Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is october 31, 2022. H3, h6: part: 04.027.036s. Lot: 869p049. Manufacturing site: jabil bettlach. Release to warehouse date: 21 june 2022. Expiry date: 01 june 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pfna blade perf l105 tan had deep scratches along the shaft, the distal tip is heavily nicked and the proximal end of the sleeve of the blade has a deformation section that bends outwards, assembling issues are most likely due to this condition. Unable to disassemble condition cannot be confirmed since the blade and protection sleeve were returned separately. A dimensional inspection was performed for the pfna blade perf l105 tan and met specifications. A functional test was performed, the blade was inserted into the proximal hole of the protection sleeve, the blade did not slide through the sleeve due to the deformed edge of the blade sleeve component. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pfna blade perf l105 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - blade l75-130mm tan f/pfna blade, - general tolerancing and dimensioning document. Dimensional inspection: measured dimensions: outer diameter of the fluted portion of the blade = conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that during a surgery for a proximal femur fracture on (B)(6) 2022, when they tried to insert the spiral blade, it got jammed in the tissue protection sleeve, and the blade did not rotate freely. It could also not be withdrawn without problems. With a new blade and tissue protection sleeve, it worked without any problems. There was a surgical delay of 10 minutes. The procedure was completed successfully. No further information is available. This report involves one pfna blade perf l105 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.